Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device not working. A new ipp was implanted. There were no additional patient complications reported.